Manufacturer narrative:
The t:slim x2 user guide states, ¿your sensor gives you sensor glucose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provide cgm and meter bg readings. Reportedly, the sensor had been in use longer than 7 days. No additional patient or event information was available. Reportedly, customer changed the sensor to resolve the reported issue.